Event description:
Rvc impedance alert for 9 ohms. Measured at 9 ohms at 3am and 3pm on june 16th. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).